Event description:
The customer reported that she experienced nausea and vertigo because her blood glucose levels were high and the affected freestyle lite test strips were reading low. The customer reported she was diagnosed with hyperglycemia and was treated with insulin. In addition, the customer's brother also reported that the customer lost consciousness. The paramedics were called and the customer was transported to a health care facility. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Retain samples from test strips lot 0822524 have been tested and one of eight retain vials was confirmed to also produce low results with control solution testing. Further observation observed a scratch in the channel of the carbon side of the strip. The scratch completely severs the channel causing an electrical "open". The location of the scratch leaves half of the carbon area to conduct charge during the reaction, potentially resulting in a low reading. These erroneous results may occur in the "c" zone of the parkes error grid, and as such, have the potential to be clinically significant. Remedial action was reported to the district office.